Event description:
The facility reported an infusion pump with a failure code 403. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.